Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl, cause was unknown. Low bg was addressed by consuming carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.